Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. Quality controls for magnesium were within specifications. The customer did not obtain additional discordant results on patient samples. A siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that hemolysis, icterus and lipemia (hil) test for this sample (sample ID (B)(6)) posted with probe clog detected errors. No additional errors were posted, indicating that this was an isolated event. The cause of the discordant, falsely low magnesium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low magnesium (mg) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on the same instrument and once on an alternate dimension vista instrument, resulting higher. One of the repeat results obtained on the original instrument (s/n (B)(4)) was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low mg result.